Event description:
The customer reported being hospitalized with low blood glucose of 28mg/dl. The customer stated that he came back from church the day of the event and checked his glucose level, which it was 45mg/dl, then he treated and lay down. He started vomiting and his wife was the one who told him. The customer is a very brittle. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and the reservoir was showing more insulin than what was shown on the status screen. Assisted the caller to run the displacement test and passed. The customer also mentioned having issues with digestion. The customer had an MRI, but he believes taking off during the procedure. The customer was off the insulin pump until next day and he was getting highs. The caller stated that he was not getting insulin because the amount of insulin did not change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.